Event description:
The account alleged that the patient was in a chair and put their feet on the foot end of the bed and felt a shock and saw a flash. The patient felt it caused an irregular heart beat. The account performed an EKG which came out normal. The account would not release additional patient information.

Manufacturer narrative:
The technician performed a safety check, inspected the boards, cabling and power cord. The bed's last preventive maintenance was performed on 09/2009. The technician found the bed operating properly.